Event description:
It was reported that balloon leak occurred. The target lesion was located in the arm vessel. A 5.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, when the balloon was being inflated, the balloon material was noted to be leaking gas. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.